Manufacturer narrative:
Additional information: b5, d9, g3, h6. The complaint is confirmed based on the customer provided photo, which shows that the drive geometry at the distal tip of the driver shaft, t-15, had broken and twisted. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to user error due to over-torquing/over-engaging the driver within the screw head.

Event description:
Additional information received on 12/20/2022: the shaft broke inside the patient and surgeon was able to remove all broken fragments. Case was complete with another ar-9545-t15-02 driver shaft. Procedure took place on (B)(6) 2022.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9545-t15-02 driver shaft broke during a procedure. This was discovered during an rts procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.